Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) devices were received for evaluation. (B)(4) event was confirmed during testing. The device was found to be affected by worn bearings. The reported event was not confirmed for (B)(4) device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction events in which the device overheated. There was no patient involvement; no patient impact.